Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a procedure the abs-10062t was damaged. Additional information 7/30/2021: it was reported during rotator cuff repair on (B)(6) 2021 the abs-10062t angel cprp tubing was leaking near the rotor assembly. The surgeon intended on doing a rotator cuff repair with bone marrow concentration augmentation. The surgeon did a normal rotator cuff repair without augmentation once the tubing started leaking. Additional information 10/01/2021: it was reported during rotator cuff repair on (B)(6) 2021 the abs-10062t angel cprp tubing was leaking at the rotor assembly. The surgeon intended on doing a rotator cuff repair with bone marrow concentration augmentation. The surgeon did a normal rotator cuff repair without augmentation once the tubing started leaking.